Event description:
Ten (10) seconds into ablation procedure, (after catheter primed inserted into patient and intrauterine pressure stabilized) during heating process, "catheter error" was displayed on screen with loud warning tone and procedure aborted by machine. A second handpiece opened and case completed without further issues. The event included the machine, and handpiece gynecare, thermachoice, tc003, product bpa lot#bpmg02.the machine and the cable, which can be used up to 5 times and then discarded, were checked by hospital clinical engineering and met company specifications.this is the second event (different lot#'s) reported by this hospital.unfortunatley the disposable cord related to this report was discarded. The cable can be used 5 times, this was the second time this cable was used.